Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Additional information was provided indicating that the patient also developed an infection at the impella access site after the device was explanted. The patient was administered antibacterial agents to treat the infection.

Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported hemolysis occurred, which was presumed to be caused by the improper position of the pump catheter. As a result, continuous hemofiltration/hemodiafiltration (chdf) was added to protect the patient's kidneys. It was noted that hemolysis did settled down. No further information was provided.

Event description:
Additional information was provided indicating that the patient also developed bleeding including hematoma after removal which needed blood transfusion.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR (B)(4) was provided in sections b2, b5, d1, d3, d4, d6, e1, g2, and h6.